Manufacturer narrative:
Investigation - evaluation: a review of the complaint history, device history record, manufacturing instructions, specifications and quality control was conducted during the investigation. The complaint device was not returned therefore, no physical examinations could be performed; however, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. Review of device history record shows no nonconforming events which could contribute to this failure mode. There was one additional reported complaint for this lot number. Based on the information provided and results of the investigation a definitive root cause could not be determined. We will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A supplemental report will be submitted upon completion.

Event description:
It was reported that when the micropuncture transitionless access set was pulled for a procedure, the hub on the end of the catheter separated. It was also reported that the product did not make patient contact, and no adverse effects were reported.